Event description:
It was reported that the portion of the catheter placed in the vessel leaked liquid. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. Usage residues were observed throughout the sample. Light usage residues were observed throughout the sample. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a spraying leak was observed between the 32cm and 33cm depth markings. Tactile inspection of the sample revealed slight tensile weakness in the vicinity of the leak. Microscopic inspection of the leak site revealed a small split. The split occurred within a diagonally aligned impression. Several additional impressions were observed parallel to the split impression. Following longitudinal bisection of the catheter in the vicinity of the split, inspection of inside surface revealed abrasion damage corresponding to the impressions. The damage on the inside surface was more severe than that observed on the outside surface. The catheter split and diagonally aligned impressions were consistent with damage caused by traumatic contact between the catheter wall and the stiffening stylet. Such damage can occur if the catheter is not pre-flushed prior to stylet manipulation and if stylet manipulation occurs when the catheter is constrained. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds4464 showed one other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that the portion of the catheter placed in the vessel leaked liquid. No other information was provided.